Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The investigation indicated that the fiber bonding in the outer tube area at the distal end was likely damaged due to a component failure. However, no probable cause was determined for the presence of foreign material on the laser light cable plug in the video cable section. If additional relevant information becomes available, a supplemental report will be provided. Olympus will continue to monitor the device's performance in the field.

Event description:
The customer returned the laparoscope gynecologic to the service center for evaluation related to separate issue. During testing, the service technician identified the device had damaged fiber bonding in the outer tube area (distal end) and foreign material on the laser light cable plug of the video cable section. There was no patient involvement.